Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectal resection procedure, while being applied for resection, the device was unable to fire and handle was unable to squeeze. A new device was used in order to resolve the issue. There was no patient injury.